Event description:
It was reported that this electrode was part of a system revision due to infection. Additional information indicated that the patient presented to the hospital with dehiscence at the xiphoid incision. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This electrode was explanted.